Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under went essure conformation test". Concomitant products included naproxen, paracetamol (tylenol) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain/loss (specify which one) gain and loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and cystitis had resolved and the migraine, fatigue, nausea, headache, weight increased, mood swings, genital haemorrhage, vaginal haemorrhage, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder infection, migraine, fatigue, nausea, headaches, weigh gain, and hormonal changes. Date of removal- (B)(6) 2018 discrepancy. She received treatment for-genital bleeding, migraines/headaches, pain, bladder infection. Current weight 222 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not available. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received: new events: abnormal bleeding (general), abnormal bleeding (vaginal), vaginal discharge, weight gain/loss (specify which one) gain and loss were added. Pt of hormonal change was updated as mood swings. Surgery ablation was added to menorrhagia. Severity of pain was added. Event onset date was added. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under went essure conformation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea and cystitis had resolved and the migraine, fatigue, nausea, headache, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder infection, migraine, fatigue, nausea, headaches, weigh gain, and hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not available. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Essure implant date updated. Events added: dysmenorrhea (cramping), bladder infection, fatigue, nausea, headaches, weight gain, hormonal changes and she did not under went essure conformation test. Event outcome updated for: pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("migraine"). The patient was treated with surgery (essure removal (B)(6)2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not available. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, migraine, menorrhagia (heavy menstrual bleeding) were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.